Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that the pt had multiple dilations before and after another company's bare metal stent was deployed. The stenosis was heavily calcified. A perforation occurred in the mid left anterior descending (lad). The graftmaster stent was deployed after the pt's condition was already compromised. The pt experienced a cardiac tamponade and a pericentesis was performed, but it was not successful. The perforation was sealed; however, the pt expired. It was noted that the perforation and the cardiac tamponade were not related to the graftmaster device. No add'l event or pt info is available.